Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, acetabular cup revised due to wear on liner. Dual mobility was implanted.